Manufacturer narrative:
On analysis of the returned device it was noted that "the specimen presents scraped/frayed ptfe coating over the proximal 80 cm. The area of coating damage is at the proximal end of the wire, which does not enter the patient, however, there is a possibility of particulate entering the patient if the catheter were to be advanced over the wire after the damage had been incurred.

Event description:
Per email: -was this discovered in a case? Discovered before case if so, was the case finished? Case was completed with another wire. -any other important info you might have? Additional info 04 oct 2017: - what is the alleged malfunction of the guidewire? Split at tip. - is the guidewire being returned for investigation? Yes.